Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect battery was returned for evaluation. The customer's report was not replicated or confirmed. The battery was used to charge the defib 8 times. The battery passed testing and review of the battery log confirmed that the battery was not drained and had 88% capacity remaining. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) year old male patient in cardiac arrest, there was a delay in therapy to the patient due to an error message. No information was provided on how long of a delay occurred. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.